Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms were pain, discomfort, discoloration and discharges at the lead site. The physician believed that the infection was not device related. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein his lead site was opened, cleaned it out, rinsed with antibiotics and closed back up.

Manufacturer narrative:
Additional information was received that the cause of infection was unknown. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms were pain, discomfort, discoloration and discharges at the lead site. The physician believed that the infection was not device related. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein his lead site was opened, cleaned it out, rinsed with antibiotics and closed back up.